Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered alerts for undefined high superior vena cava (svc) coil impedance. The svc coil had been programmed off, and the rv lead remains in use. No patient complications have been reported as a result of this event.